Event description:
It was reported that login was prompted during a sensor session for transmitter ID 8mxbyn. Data was evaluated and the allegation was undetermined for transmitter ID 8pqp2x. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).